Event description:
Pt was attempting to flush line when cap turned sideways in hub. Pt went to clinic after 40 mins drive. Cap changed but staff unable to flush line. Midline catheter had to be discontinued and new peripheral line started.